Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had low blood glucose. The customer's blood glucose was 47 mg/dl. The customer had declined to troubleshoot for the low blood glucose. No additional information provided.